Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
On 2014-02-12, information was received from a health care provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving lioresal 500mcg/ml at 25mcg per day via an implantable pump for multiple sclerosis. The patient's concomitant medications included gabapentin 100mg three times per day, valium 2mg every hour and fish oil. The patient was experiencing urinary retention. It was unclear if it started on the date of report or the day prior, which was the date of implant. Additional information was later received, on 2014-02-14, from a rep who indicated it wasn't known if the urinary retention was related to the device/therapy. Also, in terms of how the patient was doing and if they were receiving effective therapy, it was reported that they were doing fine. Further information, received on 2014-03-19, from the patient's hcp reported the patient was having slight difficulty emptying their bladder. In regards to what troubleshooting or other actions were done, it was noted the patient had been restricting fluids and had not been ambulated. After fluids were pushed and they ambulated, they were able to void. In terms of how the patient was now doing and if they were receiving effective therapy, it was reported they were great, on itb ( intrathecal baclofen) therapy and were very happy. The device would not be returned. No further information was provided.

Manufacturer narrative:
(B)(4).